Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of the device not detecting the set was determined through evaluation to actually be that the device is not displaying the load set prompts. The device was found out of specification. The cause was determined to be a defective upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not detecting the set. There was no known patient injury or medical intervention associated with this event. No additional information is available.